Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Prior to a device replacement procedure due to normal eri, several episodes of inappropriate therapy were noted due to atrial fibrillation. The device was explanted and replaced. The patient was in stable condition.